Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019: ¿total hip arthroplasty using a cementless dual-mobility cup provides increased stability and favorable gait parameters at five years follow-up¿ was reviewed for MDR reportability. The study compared the stability of a dual mobility cup compared to frail, elderly patients. The patients were implanted gyros dual mobility cups. There were 22 hips implanted with the gyros cup that were reviewed. There is no indication of the manufacturer of either the femoral stem or femoral heads implanted. The following adverse events were noted: one male patient had pain on the lateral side of his thigh. Multiple investigations by his orthopedic surgeon, neurologist, and rheumatologist could not explain or alleviate the pain. No revision was noted. One patient experienced an acetabular fracture during surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). A piece of literature was review as it reported aes in patients with depuy products. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review =null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.